Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set did not flow during infusion of tylenol. The reporter stated that the set had been spiked into the bottle with the air vent opened; however, the set would not flow. The device was replaced with a new set of the same product code, and the infusion flowed normally. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. Visual inspection found no obvious defects. A functional test was performed in which the device was spiked into an in-house 1000 ml glass bottle filled with distilled water, re-primed, and observed for flow issues; the device was found to prime and flow normally. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.